Event description:
It was reported that the pump battery was depleting quickly and that the insulin gauge was inaccurate. The customer's blood glucose was 110 mg/dl. The customer reverted to an alternate method of insulin therapy.